Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and is reported under emdr 2020394-2020-05983. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly detached. The device and detached limbs were not removed after two attempted but unsuccessful percutaneous removal procedures. The malfunction involved a patient with no known impact to the patient. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged retrieval difficulties and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly detached. The device and detached limbs were not removed after two attempted but unsuccessful percutaneous removal procedures. The malfunction involved a patient with no known impact to the patient. This information was received from one source. Patient age, weight, and gender were not provided.